Event description:
The complainant reported that the clinicians were performing a therapeutic implant of the pasv port in a male patient (age unknown). During the procedure, when the physician inserted the peelable sheath dilator, it did not peel properly. The physician was able to successfully peel the sheath with the aid of scissors and hemostats. No pieces got inside the patient, and the doctor was able to successfully complete the implant using this device. The complainant reported that the patient was fine with no complications as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The device evaluation and device history review are still pending. All relevant information will be forwarded in a supplemental report.